Event description:
Related manufacturing reference number: 2017865-2024-73082. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the leadless pacemakers (lp) were unable to be interrogated. Troubleshooting attempts were attempted but the patient had to leave the appointment. No additional intervention was reported. No patient consequences were reported.